Event description:
It was reported that the pump began sounding its critical alarm on the day prior to report. Interrogation showed that a motor stall had occurred on (B)(6) 2012, about six months prior to implant. The pump logs also showed that tube set occurred on (B)(6), before the stall recovered on (B)(6). At the time of report, the patient was not feeling great and was a little dizzy. At the time of report, the pump contained morphine. About two weeks later, it was reported that the patient was experiencing some pain, though it was from a steroid injection that took place on the day prior to the reporter meeting the patient. The patient was receiving effective therapy and was doing fine, per the physician. About two weeks after that, it was reported that five motor stalls occurred between (B)(6). All of the motor stalls recovered, but tube set occurred three times due of the motor stalls.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).